Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 cocr lfit head 36 mm/0; 6260-9-136; mkkn6e, accolade plus tmzf hip stem #4; 6021-0435; 36931102, 6.5 cancellous bone screw 35 mm; 2030-6535-1; mkjwha, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called and stated that she had a left hip replacement on (B)(6) 2011. On or about (B)(6) 2017 she started to experience pain up and down her leg, an electric tingling sensation, and numbness. Patient is also inquiring about recall.